Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an ercp (endoscopic retrograde cholangiopancreatography) with tjf-260v, the distal cover fell off from the subject tjf-260v into the patient¿s esophagus. The physician retrieved the distal cover from the patient. The physician checked the retrieved distal cover that it was the distal cover (maj-411) of jf-260v. The physician reattached the distal cover (maj-311) of tjf-260v to the subject tjf-260 to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history records of all tjf-260vs that have installed in the facility and confirmed no irregularity. The distal cover that was detached from the scope is not compatible with tjf-260v. The instruction manual of the subject device states the corresponding method in case of an abnormality.